Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced stress and urgency, incontinence, incomplete bladder emptying, vaginal discharge, cystocele, bleeding, dyspareunia, pain and urinary tract infections. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.